Event description:
A healthcare professional reported rupture on the left side discovered by MRI scan. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device photograph(s) for the device related to the reported event of rupture was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
A healthcare professional reported rupture on the left side discovered by MRI scan. The device has been explanted.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.